Event description:
Same case as #6000089-2006-01031, 6000093-2006-00966, 00967, 00972. It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty and a death occurred. The patient presented, on an emergent basis, with an acute mi and was received in the ccl for a coronary angiography on heparin, ntg int ccl for a coronary angiography on heparin, ntg and reopro drips. The ostium of the lad was found to be totally occluded. Results of the angiogram were discussed with the patient who agreed to proceed with pci of the left anterior descending (lad) artery. A temporary transvenous pacemaker was inserted. An angiojet thrombectomy device was activated and multiple passes were performed into the proximal and mid lad. A 2.0x15mm maverick2 balloon was advanced intot he lad and multiple inflations of 2-4 atm's were made in the distal, mid and proximal lad. The taxus express2 2.5x24mm drug eluting stent was deployed at 9 atm's for 20 seconds in the proximal lad. The physician placed two more taxus stents using s kissing technique. A taxus express2 2.75x24mm drug eluting stent was positioned and deployed to 9 atm's for 10 seconds for three inflations in the lad and a taxus express2 3.0x16mm drug eluting stent was positioned and deployed to 9 atm's for 10 seconds twice and again to 9 atm's for 10 seconds twice and again to 12 atm's for 10 seconds. The balloons were inflated simultaneously. After deflation, the physician encountered difficulty removing the balloons. The difficulty persisted despite an attempt to advance the balloons prior to withdrawal. Therefore, the whole system including the guide catheter, wire in the cx and lad and the two balloons were removed as a unit. Subsequent angiographic views demonstrated moderate flow in the distal lad with patency of the previously deployed stents in the left mid coronary artery, left cx and lad. A maverick 2.5x15 balloon was used in a attempt to open the vessel. The patient was given ic verapamil which resulted in a brief period of ventricular fibrillation. CPR was initiated. The patient had an emergency intubation. Complications occurred because of the modereate flow in the lad. Further attmepts to cross with different wires into the lad and left cx were unsuccessful. The patient continued to deteriorate clinically. Prolonged CPR was performed. Finally the patient developed asystolic cardiac arrest and was pronounced dead. The patient received IV dopamine, IV lopressor andic ntg during the procedure and the IV ntg was used intermittently throughout the procedure. During the code the patient received epinephrine, diprivan for intubation, dopamine was increased, atropine, a neo-synephrine drip was started and vasopressin was administered.